Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone no.: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. More than 25% of the drug had not infused within the expected therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.